Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a vaginal prolapse surgical procedure on unknown date and suture was used. Following the procedure the patient experienced vaginal bleeding, urinary infection and offensive vaginal discharge. The patient received antibiotics. It was also reported that the patient recovered and suture seemed fine. Additional information has been requested.